Event description:
A malfunction was reported on the pump after it was dropped in a toilet. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, but the malfunction persisted. Consequently, technical support arranged to replace the pump and advised the customer to use a backup therapy method to ensure insulin delivery was not interrupted.